Event description:
During the procedure "robotic laparoscopic radical nephrectomy, left" while md and pa were using endo gia ultra universal stapler 12mm (ref: egiaustnd, lot p1b1609) to clamp the left kidney artery, after clamping the left kidney artery and put it on safety, the stapler didn't fire; unable to open stapler.